Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue; however, customer inadvertently delivered a 15 unit bolus through the pump's quick bolus feature. Customer went to the emergency room (ER) due to blood glucose (bg) level of less than 40 mg/dl. Bg was treated with glucose tablets and intravenous fluids. Reportedly, customer left the emergency room 5 hours later with the issue resolved and no permanent damage.